Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Caution: as with all temperature probes, in the presence of rf energy sources, local heating, temperature errors, and probe damage may occur. In medical use, unplug the temperature-sensing catheter at the temperature monitor before activating electrosurgical or other types of direct coupled rf energy sources. Aggressive traction, particularly in the presence of suturing. Warning: do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst. Do not wipe catheter surface with organic solvents (such as alcohol). After use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable laws and regulations." (B)(4).

Event description:
It was reported that the temperature sensing catheters were not reading the temperature properly. Allegedly, the temperature sensing catheters were reading 4 degrees celsius plus or minus that of the oral temperature. No patient injury reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the temperature sensing catheters were not reading the temperature properly. Allegedly, the temperature sensing catheters were reading 4 degrees celsius plus or minus that of the oral temperature. No patient injury reported.